Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the reciever was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to boot up and charge because the receiver will not turn. The receiver vibrates continuously. Unable to perform receiver download or functional test due to continuous vibration. Opened receiver,passed internal visual inspection. Separated main board from ui-u1 board and performed receiver download. The receiver download contains no issues related to complaint. The reported event that the receiver overheating or shocking was undetermined. The root cause could not be determined.